Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 100.5010. There was no patient involvement.

Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine reported issue of error code 100.5010. Ts recommended to reflash pc unit and replaced logic board. Biomed re-flashed the software and issue resolved. Device history record: a review of the device history record showed the device had a manufacture date of 15jun2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 100.5010. There was no patient involvement.